Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain/physical pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("painful intercourse"), migraine ("migraines"), alopecia ("hair loss") and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (she underwent a bilateral salpingectomy for removal of essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menstrual disorder, dyspareunia, migraine, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. She was forced to undergo this major surgery as a result of her essure implants. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain/physical pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), dyspareunia ("painful intercourse"), migraine ("migraines"), alopecia ("hair loss") and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (she underwent a bilateral salpingectomy for removal of essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menstrual disorder, dyspareunia, migraine, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. She was forced to undergo this major surgery as a result of her essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pain/physical pain/pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bipolar disorder and bipolar affective disorder, manic. Concurrent conditions included vaginal dryness, right lower quadrant pain and endometriosis. Concomitant products included naproxen. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), abdominal pain ("severe abdominal pain"), urinary tract infection ("infection- urinary tract infection"), arthralgia ("joint pain") and back injury ("back injury"). The patient was treated with surgery (she underwent a bilateral salpingectomy for removal of essure). Essure was removed in (B)(6)2016. At the time of the report, the pelvic pain, migraine, alopecia, fatigue and arthralgia was resolving, the dysmenorrhoea, menstrual disorder, dyspareunia, abdominal pain, vaginal haemorrhage, menorrhagia, headache and urinary tract infection had resolved and the back injury outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back injury, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. She was forced to undergo this major surgery as a result of her essure implants. Discrepancy noted in essure dates of removal. Discrepancy noted in removal date previously reported as: (B)(6)2016. In current follow up reported as: (B)(6)2016. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6)2015: total bilateral occlusion; on (B)(6)2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received: outcome of event fatigue was changed from not recovered to recovering/resolving. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain/physical pain/pain") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("painful intercourse"), migraine ("migraines"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), headache ("headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), abdominal pain ("severe abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), urinary tract infection ("infection- urinary tract infection"), arthralgia ("joint pain") and back injury ("back injury"). The patient was treated with surgery (she underwent a bilateral salpingectomy for removal of essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, migraine, alopecia and arthralgia was resolving, the dysmenorrhoea, menstrual disorder, dyspareunia, abdominal pain, vaginal haemorrhage, menorrhagia, headache and urinary tract infection had resolved, the fatigue had not resolved and the back injury outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, back injury, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical treatment regarding the aforementioned symptoms. She was forced to undergo this major surgery as a result of her essure implants. Discrepancy noted in essure dates of removal. Discrepancy noted in removal date. Previously reported as: (B)(6) 2016. In current follow up reported as: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: pfs received. Patient demographic updated, event added- abnormal bleeding (vaginal, menorrhagia), headaches, fatigue, urinary tract infection, joint pain, back injury. Events onset date added, events outcome were updated, lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.